Manufacturer narrative:
As no further information is expected for this event, our investigation is completed. This investigation will be updated should further information become available.

Event description:
It was reported that this lead was surgically abandoned due to the previously reported oversensing of noise and high thresholds. No additional adverse patient effects were reported.